Manufacturer narrative:
As reported, the 6f standard (std) avanti plus catheter sheath introducer (csi) with guidewire (gw) no obturator (obt) snapped inside the patient. Additional information was received and the cannula was received separated at 1.9 cm from the hub, the other portion of the separated part was not received. There was no reported patient injury. The device was returned for analysis. One non-sterile si avanti+ 6f std w/gw no obt was received for analysis inside a plastic bag. Per visual analysis, only the cannula was received, the cannula was received separated at 1.9 cm from the hub, the other portion of the separated part was not received. No other abnormalities were observed. Per dimensional analysis, results were found within specification. Per microscopic analysis, the edge of the separated segment presented evidence of elongation; this characteristic suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. A product history record (phr) review of lot 17890312 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿cannula ¿ separated - in patient¿ was confirmed during analysis of the returned device. The device was received damaged with the cannula separated. The exact cause of the reported event could not be conclusively determined. Handling factors, such as stretching/pulling or twisting, may have contributed to the reported event as evidenced by the elongations found on microscopic analysis. According to the instructions for use (IFU) which is not intended as a mitigation of risk, do not use if package is open or damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f standard (std) avanti plus catheter sheath introducer (csi) with guidewire (gw) no obturator (obt) snapped inside the patient. Additional information was received and the cannula was received separated at 1.9 cm from the hub, the other portion of the separated part was not received. There was no reported patient injury. The device will be returned for analysis.